Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump malfunction, and successfully reset pump with assistance from technical support.